Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a scratched case on the upper right side near the display window. The insulin pump was received without the original belt clip. No damage was noted on the belt clip slot.

Event description:
It was reported that the insulin pump was damaged. The belt clip had broken and the insulin pump had fallen, scratching the face of the device. The customer's blood glucose was 223 mg/dl. The crack was right down the middle of the lcd screen, making the screen unreadable. The discontinuation of the device was advised. Nothing further was reported.